Event description:
Physician reported the electrosurgical pencil was staying activated after releasing the button.

Manufacturer narrative:
A CAPA has been initiated to further investigate and correct this device failure.